Event description:
As reported by the local hearing aid dealer: aid has extremely loud static, client cannot wear aid. Happened in patient's home. A loud streaking static sound. Loud streaking static sound coming from aid. Painful to patient. But she took aid off right away. We have previously sent an initial report, why this is the final report.

Manufacturer narrative:
Based on the clinical evaluation below this case has been evaluated not to be reportable and will be downgraded to a normal complaint. There is no serious injury and the tested malfunction is not likely to cause or contribute should it recur. The case has been reviewed from a clinical perspective. Customer reported: the hearing aid had a loud static sound. The end user could not wear it. The sound was reported painful, but hearing aid was taken out immediately. Ea investigation results: the static noise is caused by a faulty front microphone. This is amplified according to prescribed gain. The resulting output does not exceed 100 db spl (measured in 2cc) in any of the programs. Clinical evaluation: the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. Ea investigation shows that the static noise is a result of a faulty front microphone, but that the resulting output does not exceed 100 db spl. Clinical conclusion on the case is that even though unpleasant, it is evaluated unlikely that shorter exposure of this output level would cause harm to residual hearing.

Manufacturer narrative:
We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported by the local hearing aid dealer: aid has extremely loud static, client cannot wear aid. Happened in patient's home. A loud streaking static sound. Loud streaking static sound coming from aid. Painful to patient. But she took aid off right away. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.